Manufacturer narrative:
Unknown event date between (B)(6) 2020. Complainant part is not expected to be returned for manufacturer review/ investigation. Investigation summary: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part number: 04.503.069, lot number: 14l6602, part manufacture date: 19 august 2019, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrix neuro double y-plate was processed through the normal manufacturing and inspection operations with no non-conformance or rework noted. The lot quantity of 120 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient specific implant (psi) peek revision was performed (B)(6) 2020 due to infection. The psi peek, three (3) plates, and twelve (12) screws were removed from the patient. It was noted pus was in the space where the implant was placed three weeks ago on (B)(6) 2020. The psi implant was left in custody of the sterilization center to be sterilized along with three plates to be re-implanted after the infection clears. All screws were discarded. This is report 4 of 10 for (B)(4). (B)(4) capture the post op event due to infection, while (B)(4) captures the intra op event which involved two broken screws.